Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08740 inches. No excessive no delivery alarms noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer¿s mother reported unsure if insulin pump is working, because it seems like we are not getting as much insulin on board as we thought we should. The blood glucose value at the time of admission 291 mg/dl. The customer had symptoms of vomiting and diabetic ketoacidosis. The customer was treated for the high blood glucose level with manual injection and insulin drip. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting was not performed at the time of the call. The customer¿s blood glucose level the evening prior to hospitalization was 508 mg/dl. The customers current blood glucose level was 162 mg/dl. During troubleshooting it was suggested no delivery alarm, site occlusion and irritation. The infusion set will not be returned for analysis.